Event description:
It was reported that during a stenting treatment procedure, a stent become dislodged. The 75% stenosed target lesion was located in a moderately tortuous, calcified right coronary artery. An unknown manufacturer's guide catheter was inserted. A 3.00x28mm promus element stent delivery system (sds) was selected and advanced to the target lesion, but went further than intended. The sds could not be retracted into the guide catheter as the stent was stuck on the lesion. The stent dislodged and attempted retrieval with a snare failed. The physician made a radial incision and retrieved the stent. The procedure was completed with a different device and no further patient complications were reported. The patient's status is 'no issue'.

Event description:
It was reported that during a stenting treatment procedure, a stent become dislodged. The 75% stenosed target lesion was located in a moderately tortuous, calcified right coronary artery. An unknown manufacturer's guide catheter was inserted. A 3.00x28mm promus element stent delivery system (sds) was selected and advanced to the target lesion, but went further than intended. The sds could not be retracted into the guide catheter as the stent was stuck on the lesion. The stent dislodged and attempted retrieval with a snare failed. The physician made a radial incision and retrieved the stent. The procedure was completed with a different device and no further patient complications were reported. The patient's status is 'no issue'.

Event description:
It was reported that during a stenting treatment procedure, a stent became dislodged. The 75% stenosed target lesion was located in a moderately tortuous, calcified right coronary artery. An unknown manufacturer's guide catheter was inserted. A 3.00x28mm promus element stent delivery system (sds) was selected and advanced to the target lesion, but went further than intended. The sds could not be retracted into the guide catheter as the stent was stuck on the lesion. The stent dislodged and attempted retrieval with a snare failed. The physician made a radial incision and retrieved the stent. The procedure was completed with a different device and no further patient complications were reported. The patient's status is 'no issue'.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found that only the stent was returned to the complaint investigation site. A visual and microscopic examination of the device found the stent to be very badly crushed with human tissue attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is "user related". (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR: corrected from - the most probably root cause is "user related". To - the most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors.(B)(4)

Manufacturer narrative:
Device is a combination product. (B)(4).